Manufacturer narrative:
The customer did not supply the patients' demographics such as age, date of birth, sex and weight. A beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's site. No hardware errors, flags or other assay issues were reported in conjunction with this event. There is no evidence that the access free t3 reagent was returned for evaluation. Beckman coulter has determined through customer feedback and internal testing that the access free t3 reagent lots greater than or equal to 524087 manufactured after june2015 and reagent lots greater than or equal to 570090 manufactured after august2015, demonstrates an upward shift of 10-14% in the patient s results across the reference interval when compared to the results generated with reagent lots manufactured prior to the june 2015 production lots. This change is expected to be maintained for all future lots. Field safety notice - fsn #28096 and field action - fa#28096 were circulated to all affected customers worldwide via hard copy distribution starting from 09jun2016, through e-mail 10jun2016, and distribution started in (B)(4) on 17th june. Per field safety notice customers using affected access free t3 lots greater than or equal to 524087 and greater than or equal to 570090 are instructed to discontinue using these lots until the laboratory either: verifies that current in use access free t3 reference interval is appropriate; or adjusts or established a reference interval. Appropriate geographies national competent authorities have been informed of this field safety corrective action. (B)(4). All mdrs associated with this report are: 2122870-2016-00520, 2122870-2016-00521, 2122870-2016-00522.

Event description:
The customer reported obtaining elevated free triiodothyronine (access free t3) results for three patients on their unicel dxi 800 access immunoassay system (serial number (B)(4)) that were discordant to one other methodology and the patients' clinical files. The initial access free t3 results recovered above the customer's normal reference range. The customer analyzed the patients' samples on one alternate methodology (abbott free t3) and obtained discordant, lower free triiodothyronine results. The access free t3 results were reported outside the laboratory. There was no report of patient injury or change in patient treatment associated with this event. This report addresses the results obtained on (B)(6) 2016 for the patient designated as patient 2. MDR 2122870-2016-00520 addresses the results obtained on (B)(6) 2016 for one patient, (designated as patient 1) utilizing a different lot number of access free t3 reagent. MDR 2122870-2016-00521 addresses the results obtained on (B)(6) 2016 for two patients, (designated as patient 2 and patient 3) utilizing a different lot number of access free t3 reagent. Calibration, qc (quality control), and system check were performing within assay and instrument specifications at the time of the event. No hardware errors or other assay issues were reported in conjunction with these events. The type of patient sample and collection tube was not provided. The samples were centrifuged at 3000 rpm (revolutions per minute) for 6 minutes at 24 degrees celsius. No issues with sample integrity were reported by the customer in association with this event. Utilizing a different lot number of access free t3 reagent.